Event description:
At the time of the patient's renal transplant, upon removing the cannister assembly from the shipping housing, it was discovered that a portion of the preservation solution had leaked from the canister assembly to the shipper assembly. Upon further inspection, a tear in the closed-circuit tubing was identified approximately at the point in which the tubing came into contact with the peristaltic pump / clasping. The patient was informed of the findings; risks/benefits were discussed and they elected to proceed with transplantation. They have since recovered without any identified adverse effects.